Manufacturer narrative:
The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim device was used during an apical vaginal vault suspension with cystocele repair procedure performed on (B)(6) 2015. The subject also had a concurrent retropubic sling procedure. The procedure was completed without complications. According to the complainant, the patient experienced difficulty with emptying her bladder on (B)(6) 2015 and was treated with a foley catheter. As of (B)(6) 2015, the event has not resolved. On (B)(6) 2015, the patient presented with a urinary tract infection and was treated with sulfamethoxazole-trimethoprim. The event has not resolved.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim device was used during an apical vaginal vault suspension with cystocele repair procedure performed on (B)(6) 2015. The subject also had a concurrent retropubic sling procedure. The procedure was completed without complications. According to the complainant, the patient experienced difficulty with emptying her bladder on (B)(6) 2015 and was treated with a foley catheter. As of (B)(6) 2015, the event has not resolved. On (B)(6) 2015, the patient presented with a urinary tract infection and was treated with sulfamethoxazole-trimethoprim. The event has not resolved. Additional information received on august 12, 2015. The event of urinary tract infection was resolved on (B)(6) 2015.